Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the rotary valve because he noted imprecision on the integrated multi-sensor technology (imt) caused by salt and fluid infiltration in the motor. The cse performed a power flush. The cse replaced the imt probe and auto aligned it. The cse primed the imt and replaced the imt pump valves and aliquot probe, and primed the system. The cse verified that all imt fluids were free of bubbles. The cse replaced the peristaltic pump dispenser (ppd) and ppd valve. The cse replaced aliquot probe and aligned it. The cse replaced all the valves on the imt pump module, primed the system and ran quick check, resulting within specifications. The cse inspected the imt module and found no physical defects. The cse replaced the salt bridge valve and diluent pump. The cse installed imt module and aligned it. The cse replaced the imt probe drain, imt module, imt probe and imt v lytes (alternate lot) and performed all needed alignments and calibration for each. After each replacement the cse ran precision and found the issue still occurred. The cse then replaced imt pump assembly, primed the system and ran quick check which passed. Then the cse ran precision on each of the electrolytes without issue. The cse ran quality controls (qc), resulting within specification. The cse replaced the imt probe can board and metering syringe and pump gasket. The cse verified that all associated fluid connections were secured. The cse ran a quick check, which passed. The cse ran precision and quality controls, resulting within specifications. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded the cause of the discordant electrolytes (na and cl) was due to an issue with the imt pump assembly which impacted the imt dilution. The issue was resolved by replacing the imt pump assembly. The cause of the discordant, falsely elevated na and cl results is associated with a faulty imt pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on several patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The samples were then repeated on the original instrument, resulting as expected and matching the alternate instrument results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.